Event description:
It was reported that the guide wire fractured. A v-14 long taper 300cm angled tip guidewire was being used below the knee for occlusive disease, the tip fractured and was left inside the patient. The procedure was completed with a different device. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the guide wire fractured. A v-14 long taper 300cm angled tip guidewire was being used below the knee for occlusive disease, the tip fractured and was left inside the patient. The procedure was completed with a different device. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4).